Manufacturer narrative:
This report is submitted on march 19, 2019.

Manufacturer narrative:
This report is submitted on december 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.